Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis, caval thrombosis/occlusion, extravasation of contrast material at time of venacavogram. Air embolism, hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage, restriction of blood flow. Occlusion of small vessels. Distal embolization, infection, intimal tear, stenosis at implant site. Failure of filter expansion/incomplete expansion. Insertion site thrombosis, filter malposition, vessel injury, arteriovenous fistula, back or abdominal pain, filter tilt, hemothorax, organ injury, phlegmasia cerulea dolens, pneumothorax, postphlebitic syndrome, stroke, thrombophlebitis, venous ulceration, blood loss, guidewire entrapment, pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; abdomen aortic aneurysm. The device has not been removed and there were no reported attempts made to retrieve the filter. At some time post filter deployment, it was alleged that the patient was diagnosed with coronary artery disease. The patient expired; however, the cause of the patient¿s death was not provided.

Manufacturer narrative:
H10: additional information was received, and the cause of death was not related to the device. Therefore, the file was reassessed for reportability and determined to be no longer reportable. H10: h6 (method, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; abdomen aortic aneurysm. The device has not been removed and there were no reported attempts made to retrieve the filter. At some time post filter deployment, it was alleged that the patient was diagnosed with coronary artery disease. The patient expired; however, the cause of the patient¿s death was not provided.